Event description:
The customer reported to baxter (B)(4) of a cysto/bladder irrigation set in which a large black hair was found in the sterile package. The event was reported to have occurred before use. There is no report of patient involvement, injury/adverse events, or medical intervention in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). It is unknown if a sample is available for evaluation. If additional information or samples become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. This is a product not distributed in the us and does not have a 510k number.

Manufacturer narrative:
(B)(4). Evaluation summary: one unused sample was received for evaluation. Sample arrived in an opened pouch. Visual inspection confirmed the presentence of what appears to be a dark human hair located near the bottom seal area of the package. The reported condition was confirmed. The root cause was determined to be that the hair was introduced into the sets packaging during manufacturing.